Event description:
The customer reported the hd 3cmos autoclavable camera head is unable to display image. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of no image was confirmed. In addition, defective cable and an e216 error were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information about the findings and conclusion in section h6.

Manufacturer narrative:
This follow up report is being submitted to include additional information received from the customer, the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated:b5, h2, h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The root cause of the phenomenon was unable to be identified however; it is possible that the cable was partially broken due to the twist. Therefore, it is possible that the video function failed due to partial disconnection of the cable and as a result, no image was obtained. Olympus will continue to monitor complaints for this device.

Event description:
It was further reported that the problem was first identified during preparation for use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: h4, the manufacturing date should be 03-sep-2019.